Manufacturer narrative:
The reported events of loss of capture and lead abrasion were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported, the patient presented in clinic due to bradycardia. Upon device interrogation, a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. It was suspected there was a rv lead abrasion. The rv lead was explanted and replaced to resolve the event. The patient was stable.